Manufacturer narrative:
The tricut blade was received for analysis. Visually, the tip had broken off of the inner cutter which would have resulted in the reported event. The portion that became detached measured 0.23¿ in length and the break occurred at the first proximal tooth valley. The inner and outer assembly teeth were bent in such a way that indicates the blade was moving in a counter clockwise direction when the inner teeth impacted the outer teeth which resulted in the observed break. There were striations on the outside diameter of the inner assembly 0.55¿ from the distal face of the inner hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; device has been forwarded to xomed from international offices, not yet received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that the tip of the blade fractured in the patient's sinus during a fess procedure. The fragment was successfully retrieved using grasping forceps. There was no patient impact or injury.